Manufacturer narrative:
Unit passed displacement test, sleep current measurement, active current measurement and selftest. No unexpected insert battery alarms or low battery alerts noted during testing. No unexpected replace battery now alarms noted in the pump trace download or during testing. Pump trace download analysis confirmed the pump alarmed power error 25. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management tool and confirmed power error 25 alarms due to connector resistance j6/pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay and peeling end cap address label. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that insulin pump had replace battery now alarm. Blood glucose was unknown. Customer reported that insulin pump had recurring replace battery now. Customer reported that they didn't received multiple power loss alarms when battery was out for less than 10 min. The insulin pump will be returned for analysis.